Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a replace controller alarm was confirmed via the log files review. The log files spanned approximately 22 days (09mar2021 to 31mar2021 per the timestamp). Intermittent low speed events and pump stops were observed on (B)(6) 2021 from 14:09 to 14:11 while the device was connected to the power module. This event coincided with the replace controller and yellow wrench alarms that activated due to a backup battery memory tag fault, backup processor fault, or time base fault. No other notable alarm was observed. The returned hm2 system controller, serial (B)(6), was functionally tested and connected to a mock circulatory loop for an extended period of time without any issue. The controller functioned as intended during analysis. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 21jun2016. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including replace controller faults and pump stops. Heartmate ii instructions for use section 8-¿equipment storage and care¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-02039.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was sitting in the chair when the vad coordinator went to hook white cable to the power module. Low flow alarms and lights started, then it quickly change to controller fault and then a pump stop. The controller was exchanged immediately. Log files were sent, which indicated that this could be a short to shield issue. X-rays were taken. The patient was noted to not be symptomatic during the pump stops, but did note that they could feel when the pump stopped and then restarted. Plan of care was to stay on battery power as instructed and not to use the power module without an orange cable. The patient was noted to be on the unos status 3 for heart transplant. The patient was stable and at home. No additional information was provided.